Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, a zoll field representative observed the customer's report onsite. However, the report could not be duplicated. The device was recertified. This report has been closed as observed not duplicated. Analysis of reports of this type has not identified an increase in trend.